Event description:
It was reported that the patient felt an overstimulation sensation while stimulation was turned on. The reporter stated that recently the patient's implantable neurostimulator (ins) had been "stimulating more" and was ¿going haywire.¿ it was noted that this had been happening for a couple of days. The patient reportedly checked the ins the night prior to the report and moved it from 2v to 1v and then turned it off, but she could still feel the stimulation one day later. It was noted that the patient had no falls or trauma. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v864273, implanted: (B)(6) 2012, product type: lead. (B)(4).